Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. In addition, connectors (B)(4) were contaminated and components. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. The root cause for the contaminated components was ingress of an unknown liquid. The root cause for the shorted components could not be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it was unable to power on.